Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that she attempted to test on her aviva system and only obtained an error message. Reporter stated that within 24 hours of obtaining the error, she had to unexpectedly walk in the heat for 2 miles and she became hypoglycemic. Reporter stated that she had to be treated with water and apple juice that she would not have been able to get for herself. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.